Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male noted as high risk surgery presented for impella 5.5 support. The device was placed via the axillary artery and graft. The 5.5 was placed to support the patient with heart failure and planned mitraclip procedure. On day seven of the support, the team had to replace the purge cassette due to a leak. There was no patient harm related to purge leak and no potential for patient harm. Additionally, there was an access site bleed. The bleed was treated by multiple interventions, of reducing heparin, infusing red blood cells, plasma protein fraction and packed cells.

Manufacturer narrative:
The medical center in japan did not return for analysis any impella pump product. Only the clinical report was investigated. Act and aptt levels were shared for analysis. The root cause of access site bleeding was most likely due to anticoagulation management issue.